Manufacturer narrative:
A review of the device history record for sn (B)(4) performed from (B)(6) 2015 to (B)(6) 2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue. The customer¿s reported problem cannot be confirmed. No device will be returned per customer.

Event description:
It was reported that battery was reconditioned. There was no patient involvement.